Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified colony forming units designated as "tntc" (too numerous to count) comprising the following 3 isolates: positive cocci - kocuria rhizophila; postitive cocci - staphylococcus warneri; positive cocci - staphylococcus warneri. The duodenoscope was received by pentax medical for evaluation on 15-oct-2018.